Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ spritzen mit bd luer-lok ¿-ansatz had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak spritzen mit bd luer-lok -ansatz had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Manufacturer narrative:
It has been received 1 stopper of 20ll (on a stopper mold) and 2 pictures for investigation. Upon visual inspection of the sample and pictures received, no defect can be observed in the stopper regarding its color or foreign matter. No foreign matter results detached from it when it is hold in the hand. DHR cannot be reviewed since lot number is unknown. Manufacturing area for 20ll syringes is an iso 8 clean area. No changes have been performed in stopper raw material neither in lubrication and assembly process of 20ll syringes that could be related to the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference, are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304) since no defect has been found in sample received, no changes in manufacturing process have been done related to the alleged defect and DHR cannot be reviewed, the alleged defect cannot be confirmed and the root cause cannot be determined.